Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was admitted to the hospital for the event, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route was not reported), the patient's pd catheter was removed also as a treatment for the peritonitis, and the patient was transferred to in-center dialysis therapy (not further specified). It was unknown if the patient was recovered from the peritonitis event. No additional information is available.